Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump head. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failed calibration for low pressure (error 2). A functional check showed that the device was unable to generate -7 psi in bypass mode. They stated this was indicative of a failed circulation pump and requested a quote for the 2k hour service and a loaner.

Event description:
It was reported that the arctic sun device was failed calibration for low pressure (error 2). A functional check showed that the device was unable to generate -7 psi in bypass mode. They stated this was indicative of a failed circulation pump and requested a quote for the 2k hour service and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.